Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device had no power and drawer popped open, user tried different outlet, but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer worked with the customer after troubleshooting and determined that multiple drawers had broken slides with missing bearings. The fse was able to restore the unit to operation by replacing a snapped retractor band that had been damaged due to the faulty slide, as well as replacing the control card. After a reboot, proper operation was verified and the unit was confirmed to be up and running. The customer planned to place an order for three additional drawers. The station was six years old, and the affected drawer had missing bearings at the rear, which caused the drawer to jam. The fse also assisted in replacing the defective half height drawer 3.2. The customer tested the station and confirmed satisfactory operation. The system functioned as intended after the field service engineer repaired the device.